Event description:
It was reported that post operative of an unk procedure, a female pt with a bile leak and in "rcp" (rcp, retrograde colangio pancreatography) they could see the leak at the cystic duct through the clips. The surgeon believes the clips didn't close properly, and they had to be removed and replaced. No device will be returning.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. Eval summary - as a lot number was not received, a device history review could not be performed. The sales rep was following up with this account on previously reported complaints, and this case was brought up. This case was not previously reported. Several attempts were made to obtain additional info; below are the only details we received. The initial answers from the procurement department were these: they don't re-use suds. They don't use similar products from our competitors. They can't give us the videos due to privacy issues. Answers provided by or staff: pt was operated in their hospital by a dr. Pt has been discharged. All other questions cannot be answered as they are out of their reach".